Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.